Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws stopped opening, on inspection the cable was hanging out at the top. The procedure was converted to open with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to open due to extensive peritoneal adhesions. The surgeon persisted for a long time robotically before the conversion to open surgery. The adhesions were too extensive to carry on robotically. The patient tolerated the change. The fenestrated bipolar forceps broke mid way through the robotic part of the surgery. The jaws would not open fully and a cable was hanging out at the top of the jaws. The surgeon doesn't know why it broke.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Common causes of broken instrument conductor wire - bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.